Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia repair, the tacking device was not firing correctly. The tack did not twist all the way into the patient and did not fully release from the gun. There was difficulty in pressing the push to reload button. The tacks barely penetrated the tissue and were not able to hold correctly into the tissue. No patient adverse events were reported. Surgical time was extended by 15 minutes. Nothing fell into the patient cavity and all the parts were retrieved. Patient is recovered.